Event description:
It was reported that the patient received an inappropriate shock. The patient's medications were adjusted and the lead remains in use. The patient is part of the shock-less clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.